Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 5.8, retest inratio: 4.4. Date: (B)(6) 2011, inratio: 5.1, lab: 5.1. Pt's target therapeutic range is 2.0-3.0. The first set of inratio results were done 4 minutes apart. The second set of results comparing inratio to the lab were done later in the day.